Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that customer experienced high blood glucose of over 500 mg/dl which was treated with bolus. Customer¿s current blood glucose was 525 mg/dl. Customer had symptom like light ketones. Insulin pump will not be return for analysis.